Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a cervios cage holder could not be disassembled during a acif spine procedure on an unknown date. (B)(4) that was originally created that captures the intra-op and a new complaint (B)(4) was created to capture the other two cage holder that failed when sterilization staff put the new instrument into the set. This is report 1 of 1 for (B)(4).